Event description:
It was reported that during a da vinci s gastrectomy procedure, the contact pin on the fenestrated bipolar forceps instrument had a dent. As a result, the instrument was not recognized when it was installed on the patient side manipulator arm located on the patient side cart. There were no missing or fallen pieces reported. The planned surgical procedure was completed with a replacement instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument passed recognition testing when installed on an is2000 in-house system. Testing also found that the instrument has 5 remaining lives; however, the back of the instrument housing found that one pogo pin is a bit lower, which likely caused intermittent recognition issues. The instrument passed electrical continuity testing. Engineering evaluation also found that the distal end of the main tube has various scratch marks with light material removal. Engineering concluded that the damage to the main tube was likely caused by instrument collisions or rough handling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.